Event description:
It was reported by the area sales representative that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on an unknown date due to unknown reasons. No further information has been received. No further complications have been reported.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2011. The reason for the revision is unknown. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 including part/lot identification and surgery dates. This medwatch is also associated with report number 1825034-2012-01406 which was filed to report the same patient and event.